Event description:
It was reported that when using the bd pyxis¿ medstation¿ es turned off and could not be turned back on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis station was found to be off. The technical support specialist dialed into the station and checked the data sync logs and medication application logs, and no issues were found. Communication was functioning properly. The customer was contacted and confirmed that if no issues were present, it was fine to close the case. The system functioned as intended after the technical support specialist trouble shot the device.